Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight; guide cath: 3.5 jr 6 fr. The device was returned for evaluation. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that using a right radial artery access approach during a procedure of the mildly tortuous, heavily calcified, 90% de novo, proximal right coronary artery the 3.5 mm 6 fr jr guide catheter was engaged and angiography performed. The balance middleweight (bmw) was advanced across the lesion and pre-dilatation with a 1.2 x 6 mm mini trek balloon dilatation catheter (bdc), 2 x 12 mm voyager nc at 10, 12, and 16 atmosphere (atm) respectively was completed. Later a 2.25 x 12 mini vision stent delivery system (sds) was used to track the lesion but it could not be negotiated; during the manipulation the shaft broke. There was no reported adverse patient effect. A different 2.25 x 12 mm mini vision sds was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.